Manufacturer narrative:
Analysis was performed philips research and development which included: log file review. A philips medical safety manager (mds) spoke with the customer and gathered additional information. The results of the analysis were that the log indicates that a channel was changed from 5 to 4 at 5:31 pm on (B)(6) 2025. On (B)(6) at 9:31 am: the system was booted. On (B)(6) at 9:31 am: during the boot process, the network was set to 5. On (B)(6) at 5:31 pm: the network was set to 4. On (B)(6) at 6:11 pm: the system was turned off. The logs do not show how the channel was changed (i.e. Manual or automatic), however the customer believes staff were troubleshooting at that time and that the change was made by staff. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was user training. The customer has requested that philips check that the antennas are correctly installed. The issue is being addressed through retraining of the techs. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on mr patient care portal 5000 indicating that the device was changing channels on its own. The device was in clinical use on a patient at the time of the event. No adverse event was reported.